Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 120 mg/dl, and her sensor glucose level was 60 mg/dl. Standard troubleshooting was declined. The customer was advised to calibrate her sensor three or four times per day and watch for bent cannulas. The product is not being returned. Nothing futher was reported.